Event description:
In 01/2001, the facility's oncology nurse manager informed the MFR's sales representative of the following: pt was experiencing pain during infusion, so a chest x-ray was ordered. Upon viewing the x-ray, it was determined that the catheter on the device had broken in two approximately 4-6 inches distal to the device body. The device was explanted in 2001.